Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete weight and patient information based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that after the perm implant procedure patient experienced weakness and numbness when in the recovery room. As a result, the system was explanted resolving the issue. Patient is stable post procedure.